Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was 258 mg/dl. The customer was able to successfully clear the alarm. The customer was not able to complete insulin pump rewound. Customer was performed displacement test and the test was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked keypad overlay, and cracked case (battery tube). The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and delivery accuracy test. No pump error 45 or device test failed noted during testing. (B)(4).